Event description:
It was reported that during the implant attempt, the lead moved after removing the catheters. The physician made a few attempts to position the lead, resulting in a wide range of thresholds. The lead was removed and a new lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4). The full lead was returned, analyzed, and no anomalies were found. However, it was noted that all conductors were distorted, all conductors were stretched, there was blood/body fluid on all conductors (not obstructed), there was blood/body fluid on the distal conductor (not obstructed), the lead was stretched, and the lead appeared to have been damaged at implant.